Event description:
It was reported that the 9800 sys was not showing any images. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. The sys was tested and found to be working as intended and replaced back into svc.